Event description:
During training by a zoll medical sales representative, the device displayed a "system fault 36" , "defib disabled" and "pacer disabled" message. There was no patient involvement in the reported malfunction.